Manufacturer narrative:
Upon extended investigation, it was determined that the serial number provided by the customer (B)(6) was not a valid serial number. Therefore, section d4 was updated to unk. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and freestyle libre sensors and no trends were identified that would indicate any product related issues. Reader memb335-j2971 has been returned and investigated. Visual inspection has been performed on the returned reader and minor usb port damage was observed. Attempted communication between returned reader and known good sensor. Sensor successfully communicated with the returned reader. Scan timeout error message was not observed. Therefore, this issue is not confirmed. If the partial product is returned, a physical investigation will be performed and a follow-up report submitted. This also serves as a correction report. Section h10 (addtl mfg narrative) was incorrectly documented in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "scan time out" error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced "hypoglycemia and weakness" and required third-party administration of lemonade, food, and glucose for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and freestyle libre reader and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "scan time out" error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced "hypoglycemia and weakness" and required third-party administration of lemonade, food, and glucose for treatment. There was no report of death or permanent impairment associated with this event.